Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and found the shroud covers to be damaged. Upon further inspection, he also found a hydraulic hose was leaking on the control board inside of the table. From the description of the event, the issue appears to be caused by the user facility improperly storing objects on the base of the surgical table, as well as incorrect rewiring of the hydraulic hose by the facility's biomed department. The technician replaced the hydraulic hose and wired it correctly, properly secured the shroud and found the table to be operating according to specification. The table was returned to service. While onsite, the technician counseled user facility personnel on the importance of not storing objects on the base of the surgical table. In addition, the 5085 table is manufactured with a warning label that is directly applied to the table base cover. This label contains a pictorial graphic indicating items should not be stored upon the table base. The label also includes the following text: "warning - do not store items on base - personal injury hazard/equipment damage hazard: failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The 5085 surgical table was installed in february 2011 and is not under steris service agreement for maintenance activities. While onsite, the technician counseled the facility's biomed department on the proper use and maintenance of the 5085 surgical table specifically, properly securing the wires by the control board. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table would not respond to hand control commands. A procedure delay occurred as the patient was safely transferred to another surgical table. The procedure was completed successfully, and no injuries were reported.